Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device got stuck in the patient and a perforation occurred. The target lesion originated in the distal superficial femoral artery (sfa) and extended into the popliteal artery. The physician accessed the lesion using a 5fr introducer sheath and a 55cm raabe guide catheter. A csi viperwire guide wire was advanced into the patient and across the lesion. The oad was loaded onto the guide wire and advanced just proximal to the lesion. During the first run at medium speed, the device got stuck in the patient. The physician attempted to spin the oad in order to release it, but was unsuccessful. The physician then cut the driveshaft and saline sheath at the distal end of the handle, outside the patient. A guide catheter was advanced over the driveshaft/saline sheath and over the crown in order to free the device. While retracting the device, it again got stuck in the iliac bifurcation. At this point, the driveshaft, saline sheath and guide catheter were forceably removed from the patient. Immediately after pulling the device out, the patient became hypotensive and bradycardic. Angiography revealed bleeding in the iliac arteries. The physician stented the iliacs in an attempt to resolve the bleeding, but the patient status continued to decline and the patient expired.